Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that "system booting please wait" message was displayed on pendant. Representative connected to image acquisition system (ias) computer via remote desktop and found acquisition system configuration files contents were missing/corrupted. Restoring the config files from the backup universal serial bus (usb) inside mobile view station (mvs) resolved the issue.a system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.no parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the image acquisition system (ias) of the imaging system would not boot past "system booting please wait". Rebooting the system three times did not resolve the issue. Representative attempted to restart the imaging system by connect to image acquisition system (ias) via remote but could not gain access. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.